Event description:
It was reported that during a meniscal repair/right acl reconstruction, three sutures broke. In order to complete the case, the surgeon converted to a partial meniscectomy. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The devices were requested for eval but had been discarded by the hosp, therefore, the complainant's event could not be verified. The customer indicated that the same knot pusher/suture cutter was used on all three sutures. The cause of the event could not be determined from the info available and without device eval. Device history record review for both the implants and instrument revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event is the user rotating their wrist while pulling back on the suture which can cause the suture to fray and prematurely cut the suture. This is the second complaint of this type for this implant part/lot combination. This is the first complaint of this type for the knot pusher/suture cutter part/lot combination. The potential caused of this event are being communicated to the event reporter.